Event description:
It was reported that the patient received a holter monitor for several months of monitoring. The stored episodes found the pacemaker exhibited pacing inhibition. It was noted that the patient was asymptomatic. Positional maneuvers were attempted to troubleshoot and no noise or pacing inhibition was reproduced. The patient has an epicardial lead implanted and it was suspected that the lead was placed closer to the atrium and the right ventricular (rv) lead oversensed the atrial signals, which resulted in the pacing inhibition. The sensing sensitivity was reprogrammed. Subsequently an x-ray was performed, and the epicardial lead is in close contact to the sternotomy wire. This close contact is suspected to be causing noise on the rv lead, leading to the oversensing and pacing inhibition. Technical services (ts) discussed reprogramming options, and the patient is to undergo continued holter monitoring to observe the reprograming changes. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the patient received a holter monitor for several months of monitoring. The stored episodes found the pacemaker exhibited pacing inhibition. It was noted that the patient was asymptomatic. Positional maneuvers were attempted to troubleshoot and no noise or pacing inhibition was reproduced. The patient has an epicardial lead implanted and it was suspected that the lead was placed closer to the atrium and the right ventricular (rv) lead oversensed the atrial signals, which resulted in the pacing inhibition. The sensing sensitivity was reprogrammed. Subsequently an x-ray was performed, and the epicardial lead is in close contact to the sternotomy wire. This close contact is suspected to be causing noise on the rv lead, leading to the oversensing and pacing inhibition. Technical services (ts) discussed reprogramming options, and the patient is to undergo continued holter monitoring to observe the reprograming changes. No adverse patient effects were reported.